Event description:
Ppd and medical records received. The patient was revised on 1(B)(6) 2011 for infection according to the post operative note (no revision note provided, only sticker sheet). The head and liner were revised. The patient was revised again on (B)(6) 2011 for chronic infection and prostalac was placed. The head and liner placed on (B)(6) 2011 are not being reported as there was an infection at that time. The stem removed has already been reported on (B)(4). This complaint is legal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.